Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable at the time of filing. A medtronic representative tested the equipment. Testing revealed that the representative attempted to recreate the issue on a non-medtronic system top hat and was unable to replicate the issue. Representative confirmed that the system was accurate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that site experienced an alleged inaccuracy of approximately 1-5 mm was seen across multiple instruments when navigating cervical spine on cadavers. There was no patient present when this issue was observed.